Manufacturer narrative:
The initial inspection indicates that pre-repair temperature testing could not be performed. The handpiece would not turn (seized). The motor of the handpiece was too dirty (corrosion). The reported issue of excessive heat could not be confirmed. The service repair analysis has not yet been completed.

Event description:
The distributor reported that the device generated excessive heat post-operative. There was no patient involvement.

Manufacturer narrative:
The product analysis indicates that the bearings were corroded and the motor was shorted. The motor, bearings, and seal were replaced. The device was cleaned, tested to manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received for this event. The m4 microdebrider handpiece overheated within a few minutes during a sinus surgery. A replacement product was used to complete the procedure. There was no patient impact.